Event description:
It was reported, that the camera head had poor quality image. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. Based on the results of the investigation , the phenomenon was reproduced when the products were inspected. The cable failure was confirmed from the inspection. Therefore, it is assumed that the image function did not function normally due to the cable failure and the image failure occurred. However, a definitive root cause of the cable failure could not be identified. A device history review revealed no issues that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.